Event description:
It was reported to boston scientific corporation in 2007 that an rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on an adult female patient. According to the complainant, "upon sending the stent [and delivery system] down the ercp scope ... The stent [prematurely] deployed in the duodenum rather than the common bile duct. It seemed to fall off of the catheter. [The] doctor then aborted the case." Follow-up information obtained by boston scientific revealed that "the stent was removed with a snare (product identification and manufacturer unknown) that day and no other interventions were required." According to the complainant, at the conclusion of the procedure, the patient's condition was "stable".

Manufacturer narrative:
The suspect device has been disposed of by the complainant; therefore, a device evaluation will not be performed. The relationship between the device and the event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot and no anomalies were noted. A search of the complaint database was conducted; no additional complaints have been reported for the same lot. The august 2007 15-month g.I. Stents (plastic) product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.